Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, it was noted that poor coaxial alignment was observed during positioning of the valve. Following the implant of the valve, upon removal of the delivery catheter system (dcs), the tip of the nosecone caught on the paddle of the valve, resulting in dislodgement. Additional information was received that a second valve was implanted valve-in-valve following the dislodgement. It was noted that "the tension of the release wire of the first valve was taken". When the second valve was implanted, the first valve was captured with a basket wire to prevent further dislodgement and damage. Additional information was received that, "tension of the release wire of the first valve was taken", meant that the guidewire and paddle form an angle, creating tension. The "basket wire" was referring to a snare that was used to hold the dislodged valve in place. Additional information was received that the right femoral artery approach was used as the access site, and a non-medtronic guidewire was used during the procedure. A pre-implant balloon aortic valvuloplasty (bav) was not performed. The cuspal overlap technique was used, and training guidance for slow deployment of the valve was followed. The dcs was not twisted or torqued at any point during deployment, and the transcatheter valve was implanted in the native annulus. Prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the non-medtronic guidewire. Per the physician, the patient's distorted anatomical structure and poor coaxial alignment caused the dislodge, and the patient's bicuspid valve and tortuous anatomy contributed to the dislodge. There were no additional procedural observations that may have impacted the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one media image and one powerpoint case presentation were provided to support the event description. An executive summary was included. The patient's annulus perimeter was reported as 72.3 mm, which is consistent with use of a 26 mm evolut valve. The left ventricular outflow tract (lvot) measurement was reported as 70.9 mm. No fluoroscopic valve load inspection documentation was provided to confirm correct valve loading prior to deployment. Review of the available evidence indicates that, at the point of no recapture in the cusp overlap view, the valve depth was approximately 1 mm on the non-coronary cusp (ncc). Per medtronic instructions for use (IFU), recapture is recommended if valve depth is > 1 mm or greater than 5 mm due to an increased risk of valve dislodgement. It was reported that following valve implantation, and during removal of the delivery catheter system (dcs), the nosecone tip engaged the valve frame, resulting in valve dislodgement. Evidence demonstrates the valve in a shallow position at full release. Subsequent images show that during retrieval of the nosecone, the valve migrated to a position above the annulus. Per medtronic best practices, a dislodged valve should be snared and repositioned above the sinotubular junction (stj) and below the great vessels, with the snare maintained in place until implantation of a second transcatheter aortic valve (tav). Available evidence suggests that a new evolut valve was loaded and advanced into the body; however, fluoroscopic valve load inspection documentation was not provided. Evi dence further suggests that the second valve was positioned at approximately 3 mm on the ncc. The available images support that the valve was released at the intended target depth of approximately 3 mm. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b1. B2. B5. E1. H1. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a second valve was implanted valve-in-valve following the dislodgement. It was noted that "the tension of the release wire of the first valve was taken". When the second valve was implanted, the first valve was captured with a basket wire to prevent further dislodgement and damage.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evolutpro-26-us, serial/lot #: (B)(6), ubd: 21-jun-2027, UDI#: (B)(4). The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, it was noted that poor coaxial alignment was observed during positioning of the valve. Following the implant of the valve, upon removal of the delivery catheter system (dcs), the tip of the nosecone caught on the paddle of the valve, resulting in dislodgement.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that, "tension of the release wire of the first valve was taken", meant that the guidewire and paddle form an angle, creating tension. The "basket wire" was referring to a snare that was used to hold the dislodged valve in place.